Manufacturer narrative:
During the investigation, the customer reported they changed the pinch valve tubing per the operator's manual, and have not had further issues. A pre-analytical handling issue can't be excluded based on the available data provided by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a probnp result of < 10 ng/l. The sample was repeated, resulting with a value of "about 3600" ng/l. The sample was sent to another laboratory for repeat testing on an unknown analyzer, resulting with a value of "about 3600" ng/l. The probnp reagent lot number and expiration date were requested, but not provided.